Event description:
It was reported to co that during a procedure, the guidewire tip broke off. There was no consequence to the pt, whose condition was reported to be good after the procedure. No other details regarding the procedure or use of the device was given.